Manufacturer narrative:
Initial and final MDR 1904250 - MDR 8021545-2024-01768 - device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tap not sticking event on (B)(6) 2024. The cause of product was not adhering due to moisture. The adhesives might be affected by skin type activity level, weather conditions (high temperatures and/or humidity). Non-serialized product being replaced. No further information available.